Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 07/11/2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. The receiver would not boot up, therefore a data log could not be retrieved. The case was opened for further evaluation. An interior inspection confirmed the reported event of an intermittent vibration. The root cause was determined to be a defective u5 component in the main printed circuit board.